Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter customer reported that the sleeve of the np needle separated. The following information was provided by the initial reporter. The customer stated: the customer reported that the sleeve of the np needle separated. When the fourth blood collection tube (nipro tube) was removed during blood collection, it was got caught in the stopper, and the sleeve of the np needle came off.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter customer reported that the sleeve of the np needle separated. The following information was provided by the initial reporter. The customer stated: the customer reported that the sleeve of the np needle separated. When the fourth blood collection tube (nipro tube) was removed during blood collection, it was got caught in the stopper, and the sleeve of the np needle came off.

Manufacturer narrative:
H.6. Investigation summary: bd received 12 samples for investigation. Ten (10) of the samples were chosen at random and evaluated by functional testing, each used to draw 30 vacutainer tubes, and the indicated failure mode for sleeve fall off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve fall off. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-08-22.